Event description:
Per the clinic, the patient developed an infection at the implant site and poor healing. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.